Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had fractured. It was noted that the ra lead exhibited high thresholds, no capture, oversensing, undersensing, and a high, undefined impedance. The ra lead currently remains in use, but a lead replacement has been planned. No patient complications have been reported as a result of this event.